Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were under-responsive. The reporter also noted that there was moisture/corrosion in the battery compartment and in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: visual inspection did not find any evidence of moisture in the battery compartment or cartridge compartment. Leak testing passed and no leaks were found. All keypad buttons responded appropriately to button presses. There was no physical damage found to the keypad cover. The keypad cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.